Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left circumflex artery with moderate calcification and moderate tortuosity. The 2.0x20mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance. When the balloon was inflated to 6 atmospheres a leak of contrast was noted, confirming a rupture. The bdc was removed from the patient and resistance was also noted with the lesion. A new trek balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.